Manufacturer narrative:
Of the 3 malfunctions, 1 lot number was provided and a lot history review was performed. None of the devices were returned to bd for evaluation, however, 3 of the 3 malfunctions provided medical records. The investigation is confirmed for positioning issue for the 3 reported malfunctions. A definitive root cause could not be determined. The device is labeled for single use. (Catalog number - unknown filter).

Event description:
This report summarizes three malfunctions. A review of the reported malfunction indicated that model ec500f vena cava filter allegedly had positioning issues. This report was received from various sources. This malfunction involved 3 patient with no patient consequences. The 3 patients ranged from 43-70 years of age. Of the reported patients, 2 were male and 1 was female. The weight of the patients was not provided.